Event description:
Medtronic nerve integrity monitor (nim) applied to patient and calibrated by physician prior to starting procedure. When physician attempted to use the nim, the monitor did not function. Surgery staff heard radio (electronic) interference coming from the unit. Physician completed procedure successfully with no adverse outcome for the patient - patient's facial nerve noted to be working excellently postoperatively. Follow up action: the electronic interference only occurs in one of the surgical suite rooms and so the plan will be for procedures requiring the nim to not be scheduled for this particular room. Biomedical staff has inspected the nim and, while they find the unit to be working properly, do not have the equipment necessary to perform in-house testing on the muting probe.